Event description:
It was reported that an alert of a suspected lead fracture was observed. Noise on the egm with associated fib sense markers was observed. The patient was sent to another hospital for explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.